Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: (B)(6); it was reported that on:(B)(6) 2007, the patient visited for routine follow-up and low back pain. She also underwent discography to get better evaluated for concordance of pain. She does have significant degenerative disc disease at level l4-5 <(>&<)> l5-s1. Per the medical records, she also underwent physical and cardiac examinations. No abnormality was noted. On (B)(6) 2007, the patient presented with preoperative diagnosis: 1. Severe degenerative disk disease at the level of l4-5 and l5-s1. 2. Severe discogenic back pain. 3. Positive provocative discography. 4. Left l5-sl herniated nucleus. 5. Failed conservative management greater than 6 months. She also underwent radiological examination. Impression: no acute cardiopulmonary findings .also, per op notes, the patient underwent transforaminal lumar interbody fusion (tlif) at l4-5 <(>&<)> l5-s1. A left l5-s1 tlif with use of spacer, bmp, local autograft, and calcium phosphate was performed. A right l4-5 tlif was also performed. Posterior lateral arthrodesis from l4-s1 was also performed using local allograft and bmp. She was admitted with degenerative disk disease and lumber hnp and also underwent kssi and partial arthrodesis with microscope. Her condition was reported stable at time of discharge. On (B)(6) 2007, (B)(6) 2008; patient visited for routine follow-up post-surgery. On (B)(6) 2008, the patient visited for routine checkup and did have plain x-ray during her visit. Impression: status post 3-level fusion of the lumbar spine. On (B)(6) 2008, the patient presented for routine follow-up. She was doing relatively well with her pain. Impression: she is a patient with chronic back pain, which is secondary to multi-level degenerative disc disease and previous surgical intervention. On (B)(6) 2009, the patient visited for routine follow-up complaining significant axial back pain post her spinal surgery dated (B)(6) 2007. Impression: this patient has chronic mechanical low back pain, which is quite severe. This is not neurological (B)(6) 2009, the patient presented with chronic spinal pain to see neurological consultant. She underwent neurological and musculoskeletal examinations. Impression: this patient has chronic mechanical low back pain, which is quite severe. This is not neurological.